Manufacturer narrative:
510k: this report is for unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision procedure on an unknown date, a locking compression plate (lcp) proximal humerus plate, two (2) cortex screws, and six (6) locking screws were removed due to impingement of the plate. The screw sizes are unknown due to the plate being implanted at another facility. Procedure outcome and patient status are unknown. This report is for six (6) locking screws. This is report 3 of 3 for (B)(4).